Event description:
According to the reporter, during a laparoscopic colectomy, during colon resection, the firing stopped midway of the resection and additional resection was performed using a new powered handle and adapter. The issue occurred in three reloads.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3e0229) sigpshell, sig power sigpshell control shell, (lot #n3l2002y) sigphandle, sig power sigphandle handle, (sn: (B)(6)) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3e0229) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3e0229). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was at the home position and there was no visible damage to the exterior of the adapter. Functionally, the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 21 of 50 procedures remaining. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. When performing the clamp test on the a1 test fixture the unit displayed a yellow adapter swimlane. The unit was reconnected to the gen2 acc software; a new clamp test error appeared and the adapter was now set to end of life. It was reported that the dev ice partially fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of uart communications errors and clamp test error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.